Event description:
It is reported that the metal ring was broken and protruding prior to implanting. The surgeon implanted a different cup.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.